Event description:
Approx 20-25 pt samples with discrepant co2 results. Initial results were reported, pts not adversely affected. If additional info is received, appropriate notification will be provided.